Event description:
It was reported that the device reached elective replacement indicator and was suspected of rapid battery depletion due to high threshold on the left ventricular lead. The device was explanted and replaced. The lv lead was capped. During the implant attempt, the lead was bent. The lead was not implanted and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. The helix/lobe was distorted/bent. Visual analysis noted the lead had apparent damage at implant.